Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the vga monitor connector works normally. It was noted that the display screen drops and the keyboard latch was broken. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the vga (video graphics array) pin connector in the back is bad. It does not transmit and causes the monitor to shut off. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.